Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
Facility reported: during an unknown surgery a small battery drive hand-piece had no power and stopped working. The facility tried a new battery and the small battery drive hand-piece still did not work. This device malfunction caused a 5 minute delay in the surgery. There was no harm to patient or medical intervention reported. There was a spare device available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported. Device is marketed for human use. Health professional refers to the veterinarian. Device was received for evaluation. Investigation coordinated by (B)(4). The customers complaint that the device has no power was confirmed. The device was tested and the complaint was duplicated. The evidence indicates this is due to immersion during cleaning.